Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor a destroyed battery was detected. The damage to the device and the rechargeable battery inside is most likely caused due to strong mechanical stress. There has been no report of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
A totally destroyed rondo 3 device with an opened device and rechargeable battery housing was received at hq. The user reported that one day the audio processor fell off, the user did not suffer any harm or adverse effects as a result of this occurrence.

Event description:
A totally destroyed rondo 3 device with an opened device and rechargeable battery housing was received at hq. Further information has been requested. No injury has been reported at this time.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.